Event description:
It was reported that the fiber was observed to be bent due to the clip that holds it in place in the packaging. The fiber was used in the benign prostatic hyperplasia procedure, and the laser beam came through the patient drape from where the fiber was bent. A second fiber was selected to continue with the procedure. However, the fiber was observed to have deep marks from the clip that secures it in its packaging. The surgeon deemed the second fiber to be unsafe to use. A third fiber was utilized to complete the case. No patient serious injury was reported. Additional information has not been provided. This report is for the first fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber does not exhibit signs of usage; the fiber is broken within the white tubing at 3 feet and 7 inches from connector, between input connector and control knob; the fiber was tested with hene laser fixture, aim beam is visible at the location of break; the outer sheath exhibits no signs of melting. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.